Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device check. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold, low sensing and low lead impedance. Several non sustained right ventricular oversensing episodes were noted on the electrograms. Programming changes were recommended but not performed. Chest x-ray was performed and it was noted that the lead had dislodged. The lead was successfully repositioned. The patient was stable throughout the procedure.